Event description:
It was reported the customer received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was able to recover the customer's display by inserting a new battery. It was also found the customer's insulin pump passed a self test during troubleshooting. Customer's blood glucose was 363 mg/dl. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.